Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID pnma01411a004, serial # unknown, product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported a broken and damaged recharge belt. The programmer was not communicating with the patient¿s implantable neurostimulator (ins). It was noted the patient¿s wife also had an ins and the programmer worked on her device. The recharger worked and the patient was able to recharge. It was noted the patient had lost weight and the ins had shifted. There were no symptoms reported. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.